Event description:
It was reported that an unspecified malfunction alarm occurred. A replacement pump was sent to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support informed the customer that loading the cartridge with cold insulin is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 230 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.